Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's spouse reported via phone call that customer experienced absence of alarm indicating no delivery. It was reported that customer had been hospitalized three times due to this issue. It was reported that customer was hospitalized around (B)(6) 2014 due to kinked infusion tube. Customer was hospitalized in (B)(6) due to vomiting, dehydration and diabetic ketoacidosis. It was also reported that customer was hospitalized on (B)(6) 2015 due to high blood glucose. Customer had symptoms of nausea, vomiting, and dehydration. Customer was hospitalized due to diabetic ketoacidosis and was treated with insulin drip. Troubleshooting was performed to determine reason for high blood glucose. Troubleshooting could not continue as customer did not have tubing clamp. Customer would call back when in receipt or tubing clamp in order to complete troubleshooting.